Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. The device was returned for analysis. Electrical, visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited high capture threshold. The patient presented for surgery, and both leads were explanted and replaced. The patient condition was noted as stable.